Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Loss of flow - menstruation [amenorrhoea]. Malfunction hazard/product is coming apart, in pieces, shredding [device breakage]. Consumer reported via email that the tampon seemed to be disintegrating. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Loss of flow - menstruation [amenorrhoea] . Malfunction hazard/product is coming apart, in pieces, shredding [device breakage] . Case narrative: consumer reported via email that the tampon seemed to be disintegrating. No serious injury was reported.